Manufacturer narrative:
The investigation determined that higher than expected tropi es results were obtained from multiple samples from a single patient over a 6 month period of time using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. There was no evidence to suggest an instrument or reagent malfunction had occurred. Treating the sample using a heterophilic blocking tube yielded lower results than the untreated sample. The most likely cause of the event is the presence of heterophilic antibodies in the patient sample that are interfering with the assay. The vitros tropi es instructions for use state, ¿for troubleshooting purposes, if the ctni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products.¿

Event description:
A customer obtained higher than expected troponin I results from multiple samples collected from a single patient over a 6 month period of time using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Sample 1 result: 0.706 ng/ml vs. Expected <0.012 ng/ml. Sample 2 result: 0.548 and 0.601 ng/ml vs. Expected <0.012 ng/ml. Sample 3 result: 0.613 and 0.433 ng/ml vs. Expected <0.012 ng/ml. Sample 4 result: 0.843 ng/ml vs. Expected <0.012 ng/ml sample 3 result: 0.704 ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected patient results were reported from the laboratory. Based on one result in (B)(6) 2015, the patient underwent a cardiac catheterization procedure. Cardiac catheterization is a common medical procedure that rarely causes serious problems. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).